Event description:
It was reported a fracture occurred. A 7x40x75 epic self-expanding stent was deployed to a stenosis in the right external iliac artery. The stent was fully deployed and the delivery mechanism was removed over the guidewire. However, once the delivery mechanism's outer catheter was outside the patient, it was noticed that the inner/white catheter remained inside the patient over the guidewire. This was able to be removed by withdrawing the guidewire below the deployed stent, but not outside the sheath. Visual inspection of the catheters revealed they were intact but separated from each other. A fluoroscopic examination was done to check if any other portions of the device remained in the patient (radio-opaque fragment/body) none were identified. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the inner liner is separated from the handle. The inner liner is kinked 6.7cm and 23.2cm from the tip. The sheath is kinked 59.8cm from the strain relief. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the inner liner is separated from the handle.

Event description:
It was reported a fracture occurred. A 7x40x75 epic self-expanding stent was deployed to a stenosis in the right external iliac artery. The stent was fully deployed and the delivery mechanism was removed over the guidewire. However, once the delivery mechanism's outer catheter was outside the patient, it was noticed that the inner/white catheter remained inside the patient over the guidewire. This was able to be removed by withdrawing the guidewire below the deployed stent, but not outside the sheath. Visual inspection of the catheters revealed they were intact but separated from each other. A fluoroscopic examination was done to check if any other portions of the device remained in the patient (radio-opaque fragment/body) none were identified. The procedure was completed with no patient complications reported.